Event description:
It was returned to boston scientific that two suturing cinch was used in a fistula closure procedure on (B)(6) 2025. During the procedure, the physician first used argon to create a lesion similar to an ulcer and then used the x-tack device to close the lesion. The x-tack worked fine, but when the physician used the suturing cinch to cut the suture, the cinch did not knot the suture, and the suture came loose from the x-tack. Additional information received june 23, 2025 confirmed the cinch did not perform the mechanism it normally does to prevent the suture from becoming loose. This occurred with two suturing cinches. This record represents the first of two suturing cinches. The procedure was completed with another suturing cinch. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy.